Manufacturer narrative:
Summary of evaluation: the damage to the inner blister most likely resulted from the product being subjected to excessive movement during shipping or dropping the package on its end. Since no other events of this type were reported for the lot code and catalog number of the returned rod, this event would be considered an isolated incident.

Event description:
The reporter states the rod fell through damaged inner package. An alternate device was used. There was no adverse consequence for the pt.